Event description:
I had mastectomy due to breast cancer with immediate reconstruction with natrelle tissue expanders on (B)(6) 2011 and natrelle silicone breast implants allergan on (B)(6) 2011. Symptoms started in 2012: back / neck / shoulder blades / rib cage pain, muscle weakness, dry mouth, feet pain, brain fog, I explanted (removed implants) on (B)(6) 2019 and feel so much better already. I had back / neck pain every single min, every day for 8 years. So my 8 y/o allergan natrelle silicone implants came out yellow last week. They were exchanging fluids with my body fluids. I should receive pictures, operative and pathology report soon.